Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition, and a short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell four of eight of peritoneal dialysis therapy. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. It was not specified how the patient completed therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.